Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided. It was reported that there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. It has been reported that there was a difference in readings of 40-50 points. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported an incident that occurred during a routine doctor¿s visit while experiencing flu symptoms. The patient stated the cgm did not provide alerts prior to the event. No cgm reading or fingerstick blood glucose (fsbg) comparison was performed at that time. According to emergency medical personnel, an fsbg measurement was 18 mg/dl, and the patient lost consciousness (loc). The patient was transported by ambulance to a regional medical center and received intravenous (IV) glucose/dextrose treatment in the emergency department (ed). Following treatment, reported glucose values increased to approximately 226¿280 mg/dl on cgm and 350 mg/dl on fsbg. Insulin was later administered to reduce elevated glucose levels. The patient reported that the omnipod insulin pump was removed, while the sensor remained in place. The patient remained hospitalized for approximately 27¿30 hours and was discharged on (B)(6) 2026 at around 10:00. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.